Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the remote manager was falling off. A field service re-attached the remote manager to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manger lock falling of from the refrigerator, preventing user from removing the required medication.there were no adverse events or injuries reported based on this event.